Event description:
It was observed during the device inspection, that the videoscope exhibited foreign objects on the bending section cover adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Additionally, foreign material may have not been removed due to physical damage on the device as there was a leak. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd". Olympus will continue to monitor the field performance of this device.